Manufacturer narrative:
(B)(4).

Event description:
The customer questioned results for multiple patient tests and quality control (qc) results on a cobas 6000 c (501) module occurring between (B)(6) 2017. The customer provided erroneous results for 4 patient samples tested for gluc3 glucose hk (gluc3), sodium (na) or tp2 total protein gen.2 (tp2). (B)(6). The erroneous na results for patients 2 and 3 were not reported outside of the laboratory. The customer replaced the sample probe spring as it looked worn. On (B)(6) 2017 patient 4 initial tp2 result was 4.9 g/dl. This result was reported outside of the laboratory. The sample was repeated on a different c501 module and the result was 6.2 g/dl. The repeat results for all 4 patients were believed to be correct. No adverse event occurred. The gluc3 reagent lot number was 252446. The tp2 reagent lot number was 260037. The lot number for the na electrode was not provided. No expiration dates were provided. The customer performed all suggested maintenance but the issue was not resolved. The field service engineer (fse) visited the customer site and found a leak in the acid wash aspiration tubing. The tubing was replaced along with a valve. Qc and precision tests were acceptable.

Manufacturer narrative:
The investigation determined that the tubing issue found by the fse was the root cause of the event. Trending was performed on this type of complaint and no abnormal trend was identified. During a review for this customer site, there were no similar past complaints on any like instrument for the past 12 months. The customer has had no further issues.